Event description:
Upon initial inflation of the rapidcross balloon in the pt artery to nominal pressure, the physician noticed quick puff of contrast blushing on fluoro at the location of balloon. The rapidcross balloon was removed and tested and a pin-hole leak identified. The physician noted possible small extravasation in pt artery when the balloon issue occurred. It was resolved by itself with no additional treatment needed. A second balloon used after the incident to angioplasty the original target lesion.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the rapidcross dilation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The balloon chamber was relatively free of blood residue. The blood residue was flushed out and a pinhole leak was detected at the crest of the proximal cone. There was material deformation adjacent to the noted leak that suggested a potential puncture by an abrasive feature.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.